Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular lead displayed low, out of range shocking impedances. A lead revision procedure was performed. The lead was explanted and has not yet been returned for analysis. There were no additional adverse patient effects reported.